Event description:
From user facility report: the tank alarm stated low h2o. When the user evaluated the alarm, it was discovered that the blanket was leaking. Water had escaped and pooled around the pt in the bed. This was newly placed blanket. (B)(4).

Manufacturer narrative:
This complaint (B)(4) was initiated as a result of a user facility report received (B)(4). Csz received the blanket on 6/10/2011 and found to be very filthy and heavily bio-contaminated. Csz is currently decontaminating the blankets before starting eval/investigation. As soon as the investigation is completed, a supplementary MDR will be submitted to FDA.